Event description:
The customer obtained non-reproducible elevated vitros trop I es results on three pt samples while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were reported to the clinician and corrected reports were issued. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results occurred on the vitros eci analyzer. The investigation into this event concludes that the root cause of the event is unk and the possibility of an analyzer malfunction and the effect of sample processing could not be ruled out as potential root causes.